Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary and bowel dysfunction and urge incontinence. It was reported, that about 2 months ago. The patient noticed, that they were constantly throbbing. And now, they can't make it to the bathroom. And they are pissing all over themselves. The patient thinks the stimulation is too high and wants ins removed. The patient service specialist walked the patient through turning the stimulation off. And the patient confirmed, they no longer felt the throbbing. The patient stated, they do not have hcp currently. Emails of physician listings were sent to patients. Patient to follow up with hcp. Additional, information was received, from a manufacturer representative (rep) on 2024-06-11. Patient services wanted to clarify, that when the patient stated, it "wasn't working". They meant, the therapy wasn't working for their symptoms. Patient called and reiterated that they wanted the ins removed, because it wasn't working. And they needed an MRI today ((B)(6) 2024), but they were unable to get one, because they'd lost their handset (they stated, they called it their "pee phone"). Patient services reviewed lost/stolen process with the patient, but the patient just wanted patient services to send them health care provider (hcp) listings, because they wanted to locate a health care provider (hcp) who could remove the implanted system. I emailed the patient, physician listings. And closed case again (con): additional information was received, from the patient on 2024-07-03. It was reported, that the patient was going to have interstim removed on (B)(6) 2024.